Event description:
It was reported that the device longevity was less than expected by the clinicians based on the programmed parameters and therapy usage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488, implantable pacing lead, (B)(6) 2010; 4592-45, implantable pacing lead, (B)(6) 2004. (B)(4).